Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 267mg/dl, 186mg/dl, 101mg/dl. Tests were done 10 minutes apart with a difference of 53%. Patient did not experience any adverse events. No further information has been reported.